Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized three times on (B)(6) 2021 due to high blood glucose. Customer's blood glucose was 399 mg/dl. Customer's current blood glucose was 371 mg/dl. The customer did experience any symptoms such as a result of high blood glucose such as bathroom several times. Troubleshooting was declined for high blood glucose. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.